Event description:
Handle is cracked. Instrument was found in a returned loan kit.

Manufacturer narrative:
Found during investigation that the complaint was not the same malfunction as previously reported. Depuy considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation.